Manufacturer narrative:
Pt weight not available from the site. The tria navigation system had a damaged ethernet connector that caused the inability to obtain a 3d spin for navigation. A replacement connector was sent to the site. The system has been used successfully since this issue without any problems.

Event description:
A medtronic rep reported that while in a spine surgery, the site was having difficulty with performing a 3d spin. It was reported to the medtronic rep that someone had "tripped over the network cable" which unplugged it. They were then able to reconnect the cable and attempted to perform a 3d spin, which failed. They unplugged the cable and were able to perform a 3d spin. On the third attempt, with cable connected, they received a "motion detected" message, but no 3d spin was performed. The site rep reported he was certain the o-arm was "straight up and down." The surgeon opted to complete the surgery without the use of the stealthstation. There was no impact on the pt outcome.